Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rigid tube was dented, component failure of the rigid tube. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to a component failure of the charged coupled device unit (r-unit). Also, for the rigid tube dent, the cause was traced to a component failure of the rigid tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had an image sandstorm. The issue was identified during inspection for use. There were no reports of patient harm.